Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had no reaction in the higher frequencies. The clinic is planning for a revision surgery to re-insert the electrode but a date has not been scheduled yet.